Event description:
Right knee burning [burning sensation], pressure on right knee [sensation of pressure], right knee effusion [joint effusion], right knee swollen [joint swelling], right knee painful/throbbing [arthralgia], could not move right leg [mobility decreased], sweat poured off body [hyperhidrosis], retching [retching], shaking [tremor], shivering [chills], not as much pain relief as from previous injections [therapeutic response decreased], voice garbled [dysphonia], injection into the vein [drug administered at inappropriate site]. Case description: case description: spontaneous report received on (B)(6) 2009, from an (B)(6) female pt, initials (B)(6), whose relevant medical history included: oa (osteoarthritis) of the knee and previous synvisc therapy periodically from 2005 or 2006 to (B)(6) 2008. The pt received the first injection of her most recent course of synvisc therapy in the right knee on (B)(6) 2009, which gave her no problems. She received the second synvisc injection in the right knee on (B)(6) 2009, during which the physician apparently told the pt that he went "into the vein" but completed the injection. After the pt went home, her right knee started to "trouble" her. She noticed that her right knee was more painful than usual and she did not feel as much pain relief as she had from her previous courses of synvisc therapy. The pt called her doctor's office and requested that her third synvisc injection be postponed by 1 day to give her time to recuperate. She received the third synvisc injection in her right knee on (B)(6) 2009, which was administered by a different physician who was covering for the physician who administered the first 2 injections. By 6pm on (B)(6) 2009 the pt's right knee was "very" swollen, throbbing, burning, and "very" painful. She called the on-call physician for the practice, who suggested that she ice her right knee and take advil or tylenol. She took advil and by 11pm that night, she could not move her right leg, her voice was garbled, and she was shivering and shaking. She started retching with sweat pouring off her body. She used her walker to drink some gatorade, took 2 advil, went to bed, and slept sitting up. By 9am the next morning, (B)(6) 2009, she called the on-call physician for the practice, who told her to go in the office that morning. She went into the office on (B)(6) 2009 and the physician drained her right knee of 70cc of fluid and then gave her a cortisone shot into the right knee. The physician told her to stay on advil and to alternate ice with heat on her right knee. She then felt instant relief from the pressure on her right knee, so she went back home and rested. By (B)(6) 2009, her right knee was considerably less painful. By (B)(6) 2009, the pt's right knee was still swollen but much less painful. She had an appointment scheduled with her physician on (B)(6) 2009. As of the date of receipt of this report, the pt outcome was not yet recovered. No further info was provided.

Manufacturer narrative:
Eval summary - the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of specs result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.